Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: (B)(4) implantable cardioverter defibrillator - implanted: 2010 (B)(6); 694965 implantable tachy lead - implanted: 2007 (B)(6); 507652 implantable pacing lead - implanted: 2007 (B)(6). (B)(4).

Event description:
It was reported that the left ventricular (lv) lead had high thresholds. The lead was capped and replaced. No patient complications have been reported as a result of this event.